Manufacturer narrative:
The original event description indicated that "shipping kids" were left in the unit. The event description should have stated "shipping pins".

Event description:
It was reported that the scale was inaccurate due to shipping kids being left in the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to shipping kids being left in the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.